Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismax machine alarmed "access extremely negative" three (3) times during hemodialysis therapy with a prismaflex st150 set. The set was replaced and the blood was not returned to the patient. Clotting appeared in the thermax warmer bag and in the set deaeration chamber, and the set was replaced a second time without the blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.